Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') in a 36-year-old female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included per vaginal bleeding, low back pain, taste metallic and osteoarthritis. Weight 130.5 lb dressed with shoes abdominal and retro-peritoneal sonograms: impression: normal ultrasound study of abdomen. Normal retro-peritoneal ultrasound study. Concurrent conditions included discomfort, weight fluctuation, back pain, uterus enlarged, uterine tenderness, endometriosis, adenomyosis, hypertrophy of uterus, ovarian cyst and labor pain. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and medroxyprogesterone acetate (dmpa). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 4 years 3 months after insertion of essure. On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysgeusia ("other injuries or complications: metal taste in mouth") and osteoarthritis ("other injuries or complications:osteoarthritis") and was found to have weight increased ("weight gain/weight loss(specify which one)"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and rash ("rashes or skin conditions: skin rash"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and pelvic discomfort ("pelvic discomfort"). The patient was treated with surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased, dysgeusia, osteoarthritis and pelvic discomfort outcome was unknown and the pelvic pain, abdominal pain, dyspareunia and rash had resolved. The reporter considered abdominal pain, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, osteoarthritis, pelvic discomfort, pelvic inflammatory disease, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2013 and (B)(6) 2013. Current weight: 120 lbs. Essure coil placed with no complication to both ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion.. Ultrasound scan - on an unknown date: impression: normal ultrasound study of abdomen. Normal retro-peritoneal ultrasound study. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, dysmenorrhea, dyspareunia, dysgeusia, rash, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: fu 4 and 5 processed together. Event : pelvic discomfort added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') in a 36-year-old female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included per vaginal bleeding, low back pain, taste metallic and osteoarthritis. Weight 130.5 lb dressed with shoes abdominal and retro-peritoneal sonograms: impression: normal ultrasound study of abdomen. Normal retro-peritoneal ultrasound study. Concurrent conditions included discomfort, weight fluctuation, back pain, uterus enlarged, uterine tenderness, endometriosis, adenomyosis, hypertrophy of uterus, ovarian cyst and labor pain. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and medroxyprogesterone acetate (dmpa). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 4 years 3 months after insertion of essure. On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysgeusia ("other injuries or complications: metal taste in mouth") and osteoarthritis ("other injuries or complications: osteoarthritis") and was found to have weight increased ("weight gain/weight loss(specify which one)"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and rash ("rashes or skin conditions: skin rash"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). The patient was treated with surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased, dysgeusia and osteoarthritis outcome was unknown and the pelvic pain, abdominal pain, dyspareunia and rash had resolved. The reporter considered abdominal pain, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, osteoarthritis, pelvic inflammatory disease, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2013 and (B)(6) 2013. Current weight: 120 lbs. Essure coil placed with no complication to both ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram on (B)(6) 2013: results: total bilateral occlusion.. Ultrasound scan on an unknown date: impression: normal ultrasound study of abdomen. Normal retro-peritoneal ultrasound study. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, dysmenorrhea, dyspareunia, dysgeusia, rash, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') in a (B)(6) female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included per vaginal bleeding, low back pain, taste metallic and osteoarthritis. Weight (B)(6) dressed with shoes abdominal and retro-peritoneal sonograms: impression: normal ultrasound study of abdomen. Normal retro-peritoneal ultrasound study. Concurrent conditions included discomfort, weight fluctuation, back pain, uterus enlarged, uterine tenderness, endometriosis, adenomyosis, hypertrophy of uterus, ovarian cyst and labor pain. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and medroxyprogesterone acetate (dmpa). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 4 years 3 months after insertion of essure. On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysgeusia ("other injuries or complications: metal taste in mouth") and osteoarthritis ("other injuries or complications: osteoarthritis") and was found to have weight increased ("weight gain/weight loss(specify which one)"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and rash ("rashes or skin conditions: skin rash"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). The patient was treated with surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased, dysgeusia and osteoarthritis outcome was unknown and the pelvic pain, abdominal pain, dyspareunia and rash had resolved. The reporter considered abdominal pain, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, osteoarthritis, pelvic inflammatory disease, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2013 and (B)(6) 2013. Current weight: (B)(6) lbs. Essure coil placed with no complication to both ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - o n(B)(6) 2013: results: total bilateral occlusion.. Ultrasound scan - on an unknown date: impression: normal ultrasound study of abdomen. Normal retro-peritoneal ultrasound study. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, dysmenorrhea, dyspareunia, dysgeusia, rash, abdominal pain. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs and mr received- previously reported event ¿injury to herself¿ replace with ¿abnormal bleeding (vaginal)¿ events- ¿abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain rashes or skin conditions: skin rash, weight gain, other injuries or complications: metal taste in mouth, osteoarthritis¿, plaintiff's information ,medical history, concomitant drugs and conditions, lab data, lot number added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.